Event description:
It was reported that when they checked the insulin pump for blood glucose readings it was off. Customer replaced the batteries and the insulin pump did not come back on. It was noted that the blank display did not return even after troubleshooting. The insulin pump is being replaced. Customer's blood glucose reading at the time of the call was 255 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.